Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had rewinding issue. Customer cannot recall blood glucose reading. Customer was having rewinding issue while setting the system. The insulin was coming out but the insulin pump was reads loading and the numbers were not given on the insulin pump. Insulin pump will not be returning for analysis.